Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibit high out of range shock impedance measurements of greater than 200 ohms intermittently and then will have a sharp decrease in impedance back to within range over the last four months. There have been times where the shock impedance has been high and out of range for three weeks at a time and then the values go back to within range.the patient was brought in for defibrillation threshold (dft) testing where all shock impedance measurements were within range. During testing the field representative attempted to recreate the out of range shock impedance measurement with pocket manipulations, but was unsuccessful. It was also noted that the patient's potasium level was very low at 2.3 millimoles. The cause remains unknown and the rv lead and ICD remain in service. No adverse patient effects were reported.